Event description:
Attune impactor fractured during use.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated 06/16/2015: upon evaluation of the received product, it was determined the instrument was cracked not broken, this changes the MDR decision.

Manufacturer narrative:
Updated 06/16/2015: upon evaluation of the received product, it was determined the instrument was cracked not broken. A crack is not a reportable malfunction at this time. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.